Event description:
It was reported through a news article that the patient underwent a minimally invasive hysterectomy to remove fibroid tumors on (B)(6) 2013. Three months later, the patient had an abdominal tumor, so large that she looked pregnant. It was a stage IV malignant sarcoma. The patient received chemotherapy treatment, which proved to be ineffective. The patient was hospitalized in (B)(6) 2013 and died in (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue. Additional information: it is unknown if the actual device used in this patient procedure was an in fact an ethicon product.